Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 12nov2018. International UDI: (B)(4). Philip's field service engineer (fse) evaluated the device and verified the reported condition. The reported condition was found to be induced by the operator of the ventilator. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had a high tidal volume and a high respiratory rate alarm occurred. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.